Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received functioning properly. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, and excessive no delivery alarm tests. No excessive no delivery alarms noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. Customer declined further troubleshooting and stated the infusion set tubing is not bent or kinked. Customer's blood glucose level was 124 mg/dl at time of reporting. Nothing further reported.